Event description:
General report received of an unspecified number of independent rate changes. The pumps were not taken out of clinical service between the experienced incidents. It was reported that an unspecified number of pt's intake and output totals had not been correct as a result of the rate changes. There were no reported adverse pt sequelae associated with the experienced rate changes. Though requested, no further info was received.